Event description:
Hospital reported that during a laparoscopic cholecystectomy, the encision laparoscopic hook broke off from the sleeve during the procedure. The hook was retrieved without complications for the patient.

Manufacturer narrative:
Problem known and being addressed between the manufacturer and FDA. Device is currently under active recall (z-3095-2011) for this problem. No further investigation of this instance to be performed.